Event description:
According to the reporter: procedure: CABG. The device was used to clip the mammary vessel. The 1st clip functioned properly, 2nd and 3rd clip just fell out of the applier and into the cavity. Clips were retrieved. The 4th clip scissored and nicked the vessel, comprising the integrity of the vessel they were using for the graft. Surgeon was able to repair the vessel by suturing. Some bleeding occurred, but was quickly stopped. Operative time was delayed approximately 10 minutes. The clip applier was removed from the field, a second device was opened and the case was completed.